Event description:
Related manufacturer's reference number: 2017865-2021-37928. Related manufacturer's reference number: 2017865-2021-37929. Related manufacturer's reference number: 2017865-2021-37930. It was reported that the system was explant due to an infection and pocket erosion. The patient was in stable condition.